Event description:
As reported, the sealant of two 6f¿12f mynx control venous vascular closure devices (vcd) swelled outside of the sealant sleeve while inserting into two unknown sheaths. Two new vascular closure devices were opened, and closure was achieved without issue. There was no reported patient injury. The vascular closure devices (vcds) were used in an interventional procedure via a retrograde approach. The deployer was mynx certified. The femoral artery¿s suitability was confirmed through angiography, including verification of an appropriate insertion angle (30¿45 degrees) and a vessel diameter of at least 5 mm. The devices were stored and prepared in accordance with the instructions for use (IFU), and no damage was observed on the sealant sleeves (cartridge assembly). The devices were discarded before the complainant was notified, which is why they are not being returned. Device lot and patient information are not available. The devices will not be returned for evaluation.

Manufacturer narrative:
As reported, the sealant of two 6f¿12f mynx control venous vascular closure devices (vcd) swelled outside of the sealant sleeve while inserting into two unknown sheaths. Two new vascular closure devices were opened, and closure was achieved without issue. There was no reported patient injury. The vascular closure devices (vcds) were used in an interventional procedure via a retrograde approach. The deployer was mynx certified. The femoral artery¿s suitability was confirmed through angiography, including verification of an appropriate insertion angle (30¿45 degrees) and a vessel diameter of at least 5 mm. The devices were stored and prepared in accordance with the instructions for use (IFU), and no damage was observed on the sealant sleeves (cartridge assembly). Device lot and patient information are not available. The devices were not returned for evaluation as they were discarded. A product history record (phr) review could not be conducted as a lot number was not provided. The reported events of ¿mynx control system-deployment difficulty-premature¿ could not observed as the device was not returned for analysis. The exact cause of this issue experienced could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the issue experienced, especially since it was reported that there was no damage noted to the sealant sleeves. However, procedural/handling factors (such as premature exposure to fluid) possibly contributed to the premature exposure of the sealant. It should be noted that the mynx control venous device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control venous vcd within the IFU displaying the sealant sleeve slit. As warned in the IFU, which is not intended as a mitigation, ¿do not use if the mynx control venous vcd 6f-12f components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ the IFU also states, ¿carefully hold and insert the atraumatic catheter tip of the mynx control venous vcd 6f-12f through the sheath valve. Align the device to the relative angle of the procedural sheath and carefully advance the catheter until the sheath catch is adjacent to the hub of the sheath. Rotate the sheath catch as needed to hook onto the sideport of the procedural sheath.¿ based on the information available for review, there is no indication that the issue experienced could be related to the design or manufacturing process of the units. Therefore, no corrective/preventative actions will be taken at this time.